Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the left leg. Devices were successful. Approximately 21.5 months post index procedure, patient death occurred. Cause is not provided. Investigator indicated that the death was not related to the study device, procedure or paclitaxel.

Manufacturer narrative:
Cause of previously reported death is unknown.